Manufacturer narrative:
Upon completion of the investigation it was determined that the complaint has been confirmed. The valve was tested for flow; an occlusion was noted during the flow test that uses light syringe pressure to establish if any occlusions are present. Subsequently, the siphon guard device was removed from the rest of the valve and it was tested for flow with a column of purified water the siphon guard passed the flow test successfully. The valve was retested for flow; the valve failed again the flow test. Therefore it was believed that the ruby ball of the pressure control mechanism was stuck on its seat. A syringe needle was inserted into the flow opening of the inlet valve housing under the ruby ball and seat, the ruby ball was manually popped free from its stuck position using light force. The valve was tested for pressure; the valve failed the pressure test. A low over drainage was noted. The valve was examined under microscope at appropriate magnification and it was dismantled; while cystals were noted on the pressure control mechanism. They stuck the ruby ball on its seat. They were at the origin of the light over drainage noted during the pressure test, preventing the ruby ball from seating properly on its seat. Concerning the complaint comment, an excessive flow rate (>0.75 ml/min) activates the siphon guard and creates the impression that the valve is occluded. In reality, flow is being diverted to the high resistance secondary pathway. This will slow the rate at which csf is shunted from the brain. Review of the history device records confirmed the valve conformed to the specifications when released to stock. The white crystals were the apparent root cause of the device failure reported. Debris in the pressure control mechanism can cause the type of problem noted. They were probably due to the saline solution used during the pre-implantation test. It is also possible that they dissolved during the irrigation test. Nothing that could explain the valve occlusion was found. Based on the results of the investigation, no further action is required. Trends will be monitored for this or similar complaints. At the present time, the complaint is considered to be closed.

Event description:
Rep reports dr implanted product code 82-3136; after approx 1 hour, the surgeon suspected insufficient flow, so he decided to replace the device. Prior to placement of the replacement device, product code 82-3842, the unit was tested on a manometer in the o.r. This new device did not pass their manometer test. The decision was then made to replace with another valve (another 82-3162) which did pass their manometer testing. The surgeon was still not happy with the degree of flow through the distal catheter after hooking it up to the new valve. At that point, he connected an integra distal catheter, which allowed adequate flow and the pt was closed.